Event description:
It was reported that during a procedure, that the blade broke at the mount. It was further reported that the broken pieces did no fall into the surgical site. It was reported that another blade was available and that the procedure was completed successfully.

Manufacturer narrative:
Device is in transit to manufacturer for evaluation. A supplemental report will be submitted once the device has been evaluated.